Event description:
The customer reported via phone call that the insulin pump had an intermittently responsive act button. The customer stated that the act key did not respond twice that day and would sometimes had a delayed response by a few minutes. The customer's blood glucose was 124 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.